Event description:
It was reported to philips that the device had damaged paddles. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported hat the paddle repl. Kit water resistant was rusted and damaged. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the paddles. The paddles were replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.